Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. Potential complications as referenced on the IFU, include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, postembolization syndrome, and neurological deficits including stroke and death.

Event description:
It was reported that during the treatment for an embolization of a wide necked anterior communicating complex saccular aneurysm, the device was positioned and then there was no detachment even after several attempts. The device was replaced with another device. The procedure was completed successfully. The patient is in great condition.

Manufacturer narrative:
The investigation of the returned web system found the pusher bent at the overcoil-to-hypotube joint. The unit did not pass continuity and resistance testing; furthermore, the implant was unable to detach during the investigation, which is consistent with the alleged product issue. The investigation found that the core wire was kinked, the lead wires had separated from the core wire, and the lead wires were broken at the same kinked location found on the pusher. The broken lead wires is consistent with non-detachment. The physical evaluation of the device could not identify the conditions or circumstances that led to the pusher damage, but the damage is consistent with the device experiencing forces exceeding the pusher's yield and tensile strength.

Event description:
See h11.